Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please describe the staple form. What color reloads were used to create the sleeve and location of each? What cartridge was used at the site of leak? Were there any staple form issues noted during initial procedure? What is the code of stapling device used? How was the issue addressed in reoperation? What is the current patient status?

Event description:
It was reported that the day after a sleeve gastrectomy, the patient had a new operation because of the discovery of a fistula. Last staples of the device (ecr60b) not correctly formed on the top of the stomach. Now the patient is in good health.

Manufacturer narrative:
(B)(4). Additional information requested and received: please describe the staple form. Completely closed. What color reloads were used to create the sleeve and location of each? Gold, 4 cm from the cardia. What cartridge was used at the site of leak? Blue and gold. Were there any staple form issues noted during initial procedure? Any issues. What is the code of stapling device used? Echelon 60 pwrd motorized. How was the issue addressed in reoperation? Use of a suture. What is the current patient status? The fistula is well drained without danger to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: please describe the staple form. What color reloads were used to create the sleeve and location of each? What cartridge was used at the site of leak? Were there any staple form issues noted during initial procedure? What is the code of stapling device used? How was the issue addressed in reoperation? What is the current patient status? The fistula appeared 1 day after the initial procedure. The surgeon did not observe the defective stapling during the procedure. The default occurred on 2 staple lines.